Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and found was unlocked on lcd board. Pump passed displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with minor scratches on lcd display window noted. Pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and found was unlocked on lcd board. Pump passed displacement test and self test.

Event description:
Customer reported via phone call that buttons were worn and act or escape button has to push three time to respond. Customer¿s blood glucose was unknown. Customer stated that insulin pump¿s screen was lightly scratched and insulin pump was working fine. Insulin pump will be returned for analysis.